Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a remaining longevity of 33% after approximately 3.5 years of implant. Data analysis was completed and found the device appeared to be depleting earlier than expected. Device replacement was recommended. No adverse patient effects were reported. This device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a remaining longevity of 33% after approximately 3.5 years of implant. Data analysis was completed and found the device appeared to be depleting earlier than expected. Device replacement was recommended. No adverse patient effects were reported.